Event description:
The facility representative reported a flo-gard infusion pump that doesn't function. This condition was found upon power up in the geneal patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that doesn't function was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a malfunction in the slide clamp detection circuit. The slide clamp assembly was replaced and calibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.